Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during trialing the tray during an implant procedure, the washer came out of the tray trial and the screw came loose. All parts were found. The patient was last known to be in stable condition following the event. The screw and tray are being returned.